Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had migrated causing loss of stimulation. Imaging was performed to confirm device migration. The patient underwent a scs paddle lead repositioning procedure and was doing well postoperatively. The device remains implanted and in service.